Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was received: what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? From the internal view (ie intra-abdominal) they appeared to have formed normal b shaped staples, no visible deformed staples intraabdominal but suggestion from surgeon was a malformed staple (goal post legs) from the outer row could protrude through the stomach wall into the orogastric tube creating the resistance (he has had another case where he has had malformed staples (goal post). Was the staple line interrupted; staples not present/visible on any portion of the staple line? Not that could obviously be seen but due to the issue all focus was on getting the orogastric tube out and not looking at every staple b on the posterior side along the approx. 7 firings. Had the oro-gastric tube been stapled to the patient's tissue? No; they are a heavy plastic (unlike a nasogastric) so stapler would not even close over it if an error had been made in location. Were any additional access ports required in order to remove the oro-gastric tube? No, fibre optic camera placed within orogastric to try to establish point of restriction and it appeared to free the orogastric restriction. Response to additional information request: the patient¿s current status? No patient negative outcomes have been reported.

Event description:
It was reported that during a sleeve gastrectomy, powered echelon was used with black, green and gold reloads to resect the stomach. When they tried to remove the oro-gastric tube, there was significant resistance. The surgeon commented that he thought a misfired staple may have prevented the removal of the tube. There was no visible interruption in the staple line, but the suggestion from the surgeon was a malformed staple (goal post legs) from the outer row could protrude through the stomach wall into the orogastric tube, creating the resistance. Surgery was delayed 50 minutes due to the event. After multiple ways to remove the tube were attempted, cut sutures, and then had to oversew when it was finally removed. No fragments were generated and the procedure was successfully completed. There were no patient consequences reported. No further information is available at this time.